Manufacturer narrative:
The device was not explanted and was therefore not available for evaluation. The reported event of the pump's inability to maintain the set speed was confirmed based on the analysis of the log file downloaded from returned system controller. However, the reported events could not be correlated to the returned system controller, which functioned as intended during the investigation. A root cause for the reported event could not be conclusively determined through this evaluation. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device was operated on a mock circulatory loop without any notable event captured in the history event screen. The analysis could not confirm a device malfunction that would have resulted in a red heart/pump stop. The motor stop event captured (B)(6) 2017 in the log file occurred as a result of a system controller exchange. No autopsy was performed and the pump was not explanted. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 years, 5 months. The device was not explanted from the patient and therefore is not expected to be returned for evaluation; however, the replaced portion of the driveline is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that after over 8 years of support, an alarm occurred on the system controller while connected to the power module. The patient was asymptomatic. The system controller log files reviewed by the manufacturer¿s technical service representative showed 3 entries on (B)(6) 2017 where the pump was not able to keep the set speed. Due to a previously reported short to shield event in (B)(6) 2016, the patient had already been provided with a non-grounded patient cable for use with the power module. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services representatives; however, a short to shield occurred after the replacement procedure. It was reported that the patient left the hospital against the doctor¿s recommendation. The patient subsequently expired at home on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Additional information - the replaced portion of the driveline was not returned for evaluation. A cause for the reported event could not conclusively be determined through this evaluation. Review of the submitted system controller log file noted three events where the pump was unable to maintain the set speed. A distal-end driveline replacement was performed on (B)(6) 2017; however, the driveline issue reportedly continued following the replacement. The replaced portion of the driveline was not returned. The patient left the clinic against doctor recommendations and subsequently expired on (B)(6) 2017. No autopsy was performed and the pump was not explanted. No product was available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.